Event description:
During angiogram, balloon underwent transverse rupture, distal tip could not be removed from vascular system. Interventional radiologist placed cordis smart stent to push it against the vessel wall. At the present time the patient has experienced no complications related to this.